Event description:
During the insertion of jugular vena cava filter, the guide wire would not come up out of the launched filter. The guide wire coiled and wedged under the strut of the filter. Attempts were made to dislodge the wire but the filter moved and lodged in right renal vein. The introducer unit and sheath were removed and the spun external core wire was left in place and brought up through the purse string out to the external environment. It was tied in a large knot and placed underneath the right sternocleidomastoid muscle. A second vena cava filter was then placed.